Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump received with stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform excessive no delivery test and occlusion test due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, minor scratches on display window, cracked case on the display window corner, cracked belt clip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus/basal. Customer's blood glucose was 157 mg/dl. The customer stated that the device was not exposed to high magnetic field. The customer was assisted with clearing the alarm. The customer showed e70 alarm in alarm history. Customer does not use the sensor feature on the pump. The customer stated they are unable to complete the rewind sequence. The customer was advised that the device would be replaced and agreed to return the product for analysis.